Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the lock on the unspecified bd¿ sharps collector was defective and the lid would not close as a result. The following information was provided by the initial reporter: "cs rep has a customer that says his sharps container and key is not working."

Manufacturer narrative:
H.6. Investigation summary: due to no material, batch, or sample being received, investigation could not be performed and the production records could not be evaluated. This complaint of lid will not shut could not be verified and the root cause remains unknown.

Event description:
It was reported that the lock on the unspecified bd¿ sharps collector was defective and the lid would not close as a result. The following information was provided by the initial reporter: "cs rep has a customer that says his sharps container and key is not working."